Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting pauses and no atrial or ventricular output shortly after implant. An invasive procedure was performed to analyze the system. When the ipg was removed from the pocket, body fluid was observed in the header and body fluid was also present when a stylet was inserted into the atrial lead, model 4269. The atrial lead was repositioned and the ipg was rinsed, dryed and reimplanted.